Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was unable to clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer uses an (B)(6) alkaline battery. Customer had to discontinue pump use and was following their medical prescription for insulin shots until the replacement arrives. No further details given.